Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported the video system center exhibited no image. There were no reports of patient harm.

Event description:
According to the customer, the issue was observed prior to a diagnostic procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device inspection, the legal manufacturer's final investigation, associated h6 coding, and further information provided by the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed, there was no image due to a faulty patient board set. Based on the results of the investigation, root cause is consistent with a patient board set failure. However, the cause of the board failure could not be determined. Olympus will continue to monitor field performance for this device.